Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator reported problems with the pt's vascular access unrelated to the device. The pt was temporarily disconnected from the extracorporeal blood circuit to attend to the access. The treatment was then discontinued with partial rinseback of the pt's blood, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to problems with the pt's vascular access unrelated to the device. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.